Event description:
User alleges that they had two sets that became disconnected during a procedure resulting in blood leaking on to the floor.

Manufacturer narrative:
H6. Evaluation-other: smiths medical asd, inc. Is unable to perform a thorough investigation without the return of the actual sample involved. If the disposable unit is returned an investigation will be performed or if information is received other than what is reported; than a follow-up will be filed. A review of manufacturing records, for this device lot number, had no problems that would provide explantation for this event.